Event description:
Information received by medtronic indicated that the customer received the error code of this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement (pump error 130), tone, vibrator, or motor did not have power available when needed(pump error 60), a broken force sensor was detected during seating or regular delivery (pump error 35), and a critical pump error. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm and rewind the insulin pump. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g series insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on (B)(6) 2023 there were six (6) pump error 130 alarms, then a pump error 60 alarm, and finally a pump error 35 alarm that caused the critical pump error (open book image) alarm, see below for the alarm details: 22:31:46 alarm alert notification (40) fault number: mfda alarm (130) line number: 602 file number: 121. 22:43:04 alarm alert notification (40) fault number: mfda alarm (130) line number: 602 file number: 121. 23:12:04 alarm alert notification (40) fault number: mfda alarm (130) line number: 602 file number: 121 23:40:47 alarm alert notification (40) fault number: mfda alarm (130) line number: 602 file number: 121. 23:45:54 alarm alert notification (40) fault number: mfda alarm (130) line number: 602 file number: 121. 23:46:52 alarm alert notification (40) fault number: mfda alarm (130) line number: 602 file number: 121. 23:48:02 alarm alert notification (40) fault number: power dead lock alarm (60) line number: 1747 file number: 31. 23:51:31 alarm alert notification (40) fault number: broken force sensor error (35) line number: 549 file number: 121. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and force sensor flex cable. The force sensor zero offset is within specification (24.2 mv). Critical pump error (open book image) and pump error 35 alarms are due to moisture damage on the force sensor. Pump error 130 and pump error 60 are also confirmed. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, and pillowing keypad overlay. Critical pump error (open book image), pump error 35, pump error 130, and pump error 60 alarms are confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.